Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot # of the ethicon (ethibond) suture used? If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event. What is the patient current status?

Event description:
It was reported that a patient underwent a sacroscopy (vaginal prolapse) in 2015 and suture was used for mesh fixation. In (B)(6) 2019, the patient experienced bleeding granulation tissue, polyp type, near by the suture. It was treated 3 times with lapid, over a month without satisfactory effect. The patient underwent reoperation in (B)(6) 2019 where permanent suture residue was noted. Suture and granulation tissue were removed. No additional information was available.